Event description:
Staff were performing bed-to-wheelchair transfer using a ceiling liko lift when the safety clip on the lift bar fell off. This caused patient to swing to the left side. At the time, the patient had already been lifted about 4" off the bed. The patient complained of left shoulder pain. FDA safety report ID# (B)(4).